Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the nc quantum apex monorail (mr) device was received in the product hoop. There was blood and contrast in the inflation lumen and balloon. The balloon was in a deflated state. Using an inflation device (to 8atm) a pinhole was located in the balloon material on the distal end of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The target lesion being treated was located in the proximal to mid left anterior descending (lad) artery. The 3.00x12mm quantum apex balloon catheter was advanced to the lesion for pre-dilation and it ruptured at 14 atms. Contrast media leakage was noted after the 4th inflation so it could not be confirmed whether the rupture occurred on the 4th or 5th inflation. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Event description:
It was further reported that the balloon ruptured on the 5th inflation at 16 atms. The catheter was pulled back into the guide catheter between each inflation and that the device was removed intact.